Manufacturer narrative:
A review of ticket searches determined that there is no unusual activity for the likely cause lots and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the products used in this event. For the hbsag qualitative assay list number 4p53 customer filed data was used to assess the specificity of the assay. The median patient result for lot 60470fn00 used by the customer was reviewed with acceptable performance comparable to other lots in the field. Investigation testing was performed for hbsag qualitative confirmatory list number 4p54 lot 60371fn00. Testing of panels which mimic patient samples using in-house retained kits was performed. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. The architect hbsag qualitative and architect hbsag confirmatory assays are performing acceptably.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6), confirmed (B)(6) architect (B)(6) qualitative result on ID (B)(6). The patient tested (B)(6) at reference lab. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).